Event description:
It was reported that a new controller was opened and when placing the emergency backup battery (ebb), it was found that one of the screws on the compartment was stripped and wouldn't tighten. A replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.